Manufacturer narrative:
No medwatch form was received. A fracture of the rv conductor was noted distal to the strain relief coil consistent with fatigue. This fracture is consistent with the observation from the field of a high voltage lead impedance anomaly.

Event description:
It was reported that the clinic received an alert due to high, out of range, high voltage lead impedance. At a clinical visit, the impedance measurement was still high. Fluoroscopy was inconclusive. The lead was explanted and replaced without issue.